Event description:
Caller reports that pt was complaining of a headache and blurred vision. A reading of 96 mg/dl was obtained. Customer was then taken to the ER where a glucose reading was 38 mg/dl. Customer was admitted to the hosp for two days, during which he was treated with dextrose and an IV. Customer's insulin regimen was adjusted as hcp believed he may be requiring less than originally prescribed. The reported glucose reading received from the adc meter was not consistent with the customer's symptoms or with how he was treated. Caller also reported receiving error 2 messages on the adc meter.